Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing nerve, phrenic nerve and diaphragmatic stimulation. It was noted that the patient has a history of dextrocardia and it was suspected that the right atrial (ra) lead was causing phrenic nerve stimulation. The lead was repositioned which alleviated the phrenic nerve stimulation. Post-op the patient experienced of phrenic stimulation and spasms again. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.